Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) showed a yellow wrench symbol. The ventricular assist device (vad) coordinator exchanged the internal batteries of the mpu, but the alarm persisted. The mpu was exchanged.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
There were no patient consequences as a result of the event. The patient was confirmed to have a v-lock connector. The power cord did not come loose on the back of the unit or the wall. There were no environmental factors that would have affected ac power.

Manufacturer narrative:
Section d5: operator of device corrected. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was confirmed via evaluation of the returned heartmate mobile power unit (mpu). The returned mpu, serial number (B)(6), was evaluated at the service depot on 24sep2025. The unit was connected ac power, and a yellow wrench alarm activated. The mpu was opened, and the issue was traced to a nonconforming capacitor on the power supply printed circuit board assembly (pcba). No further testing was performed. The provided information indicated no log files were available, there were no patient consequence as a result of the event, a v-lock connector on the ac power cord, the ac power cord did not come loose from the wall outlet or the back of the unit, and there were no environmental circumstances at the time of the reported event. The reported event was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective action was initiated to investigate this issue. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook,rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). Section e of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu and patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.